Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported a catheter shaft break occurred. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During preparation when the microcatheter was taken out from the dispenser, it was noted that the shaft was disassembled and could no longer be used. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The hub, shaft and tip were microscopically examined. The device was broken/damaged at approximately 9cm to 39.5cm. The shaft was not completely separated and the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported a catheter shaft break occurred. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During preparation when the microcatheter was taken out from the dispenser, it was noted that the shaft was disassembled and could no longer be used. No patient complications were reported.